Event description:
The patient received a cypher stent several years ago. The patient was readmitted with chest pain. Coronary angiography revealed an aneurysm in the implanted cypher stent. Additional details are unknown at this time.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.